Event description:
Healthcare professional reported injecting a patient in the zygomatic arch with 2.4 ml of harmonyca¿ with lidocaine. The patient experienced "swelling" in the soof paranasal area (the site of a previous filler). A sonogram showed no nodules and increase blood flow. The patient was treated with hyalase 4 times. Event status was unknown.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.